Manufacturer narrative:
The device was evaluated by olympus and it was determined the forceps cover glue was peeling, likely attributable to shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The instructions for use contain the following statement, relevant to the problem: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Event description:
A user facility returned the evis exera ii ultrasound gastrovideoscope to olympus for repair due to a reported cracked button #1. Upon evaluation of the returned device, peeling of the forceps cover glue was noted. There was no patient injury or harm, associated with the problem, reported to olympus.